Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing and the right ventricular (rv) lead had high threshold, which led to rapid battery depletion of the device. The ra lead remains in use, and the rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.